Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The customer replaced the cartridge and the instrument is operational. Siemens reviewed the data provided. The capillary samples were collected around the same draw time but run over approximately 30 minutes. Based on the available data provided it is suspected that pre-analytical factors such as room air contamination which lead to elevated po2 and ph and decreased pco2 values, is the cause of the discrepant gas values on rp500 sn (B)(4). This is consistent with room air contamination. There were no system or sample handling errors around the time of the suspect result. The po2, ph and pco2 sensor responses were reviewed with no anomalies found. There were no calibration failures for ph, po2 or pco2 occurring on the sensors and the response over use life appears as intended. Blood gas samples should be sampled within several minutes of drawing for best results.

Event description:
The customer reported discrepant ph, po2 and pco2 results when run on three rp 500 analyzers. There was no report of injury due to this event.